Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative a device check was completed as premature ventricular contractions occurred frequently. There was also a non-sustained ventricular tachycardia record. A chest x-ray was completed and it was noted that the lead position had moved over, the lead had dislodged. It was considered that the cause was that the lead was pulled due to the shape of the patient's heart which was more standing upright than the normal one. The physician had added slack to the lead but it seemed that it was not enough. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.